Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the emergency department on (B)(6) 2019 after an unwitnessed loss of consciousness and woke up on the ground. The patient reported seeing an amber alarm. However, no alarms were found in the vad history on admission. Manufacturer technical services reviewed the log file and observed a low flow event, but it was not sustained long enough to elicit an audible alarm. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the report of the patient¿s loss of consciousness could not be determined. The system controller event log file captured a single controller fault flag for low flow on (B)(6) 2019 at 14:35:19. This fault flag was not active long enough to trigger an alarm. No atypical alarms were captured. The pump appeared to function as intended. Multiple requests for additional information were sent to the customer; however, no additional information was received. The patient remains ongoing on vad support. The hm3 IFU lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The introduction of the hm3 IFU explains the pump parameters, including flow. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The hazard alarms sub-section of the hm3 IFU notes that ¿changes in patient conditions can result in low flow, such as hypertension.¿ no further information was provided. The manufacturer is closing the file on this event.